Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, the wire was shredding. It is unknown if this event took place inside or outside the patient or what was used to complete the procedure. There were no patient complications as a result of this event and the patient's condition post procedure was fine. Attempts to obtain additional information were unsuccessful.

Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, the wire was shredding. It is unknown if this event took place inside or outside the patient or what was used to complete the procedure. There were no patient complications as a result of this event and the patient's condition post procedure was fine. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Analysis of the returned zero tip retrieval basket revealed that the introducer was on the sheath with the basket extended approximately 7mm. The outer sheath was kinked in several locations along the working length and was torn at approximately 2.2cm from the distal end of the black strain relief and approximately 84.2cm from the distal end. There was a torque mark present on the handle cap to indicate the application of the torquing process and the handle cannula was visible through the handle. A functional evaluation was performed and when the handle was actuated, the basket would not open or close; the torn area on the proximal end of the sheath would spread apart. The handle cap was removed; the cap was tight. The handle cannula extended approximately 1mm from the proximal end of the pinch vise, which meets specification. The luer and handle cannula were removed from the handle. The wire sub-assembly was removed from the proximal end of the sheath; the wire moved freely through the sheath except when it passed the torn sections. The handle cannula was kinked approximately 4cm from the distal end. The basket and all of the basket wires were present and attached. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. Review of the returned device and all available information failed to identify a most probable root cause for this complaint, and is therefore, undeterminable.